Event description:
A healthcare facility in (B)(6) reported that there was a water leak at the connection between the water feedset tube and the bag spike on two mr290 autofeed humidification chambers. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: two complaint mr290v chambers were returned to fisher & paykel healthcare in (B)(4) for evaluation. They were visually inspected and connected to a water bag to test for leaks. Results: small drops of water began to build at the connection between the feedset tube and the waterbag spike. It was found that insufficient glue was present between the feedset tube and waterbag spike on both of the returned chambers. A lot check revealed five other complaints of this nature for lot 100215. Conclusion: the feedset tube exhibited leaks due to insufficient glue being applied to the connection between the feedset tube and waterbag spike. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." As part of our ongoing product improvements, additional glue is now applied to the feedset spike during production. (B)(4).